Event description:
The customer biomedical engineer (biomed) reported their philips information center ix (pic ix) was not providing an audible tone for an spo2 alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Event description:
The customer biomedical engineer (biomed) reported their philips information center ix (pic ix) was not providing an audible tone for an spo2 alarm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.